Manufacturer narrative:
Concomitant medical products: product ID: 8551, lot# 60747972, implanted: (B)(6) 2005, product type: accessory. Product ID: 8709, lot# l74355, implanted: (B)(6) 2000, explanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
It was reported that the patient¿s pump was replaced a couple of years prior to this report because there was a large seroma that burst on the outside of her pump and the patient experienced an infection. The device system was used to deliver baclofen and dilaudid. The patient¿s medical status prior to the event, possible device or use issues, cause of the infection, troubleshooting/diagnostics, and final patient outcome were not reported. Further follow-up was conducted to obtain this information. If additional information is received, a follow-up report will be sent.